Manufacturer narrative:
It was determined that this was just a request for maintenance, and that there was no malfunction of the device.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that there was an etco2 calibration problem.